Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a laparoscopic nissen fundoplication procedure and a suturing device was used. During the procedure, the surgeon was trying to secure the knot and when applying tension with graspers and the device by pushing the tail of the suture away with graspers, the suture popped off the needle at the swage. The needle remained in the cartridge. The surgeon used graspers to finish securing the knot. There were no adverse patient consequences.